Manufacturer narrative:
(B)(4). Date sent 2/20/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how far did the device cut? How far did the device staple? Were the staples that deployed properly formed? Are there any videos and/or photos available for review? How is the device cleaned between firings? On which firing during the procedure did the alleged issue occur? Did the surgical team observe tissue movement during the firing during the original procedure? Why does the surgeon believe the post op leak is associated with the intra-op device issue? How was the leak discovered? What was done to address the leak? Can a timeline of events be provided? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, fired stapler and staples deployed but didn't cut. Proceeded to fire with a new cartridge slightly more proximal with a new stapler. Patient has been sent back to theatre today with a leak. Surgeons not sure if staple lines cross stapled.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. Additional information was requested and the following was obtained: how far did the device cut? It didn't cut at all. How far did the device staple? Stapled lined the full 60mm. Were the staples that deployed properly formed? Yes. Are there any videos and/or photos available for review? How is the device cleaned between firings? Yes. On which firing during the procedure did the alleged issue occur? Last firing at top of fundus. Did the surgical team observe tissue movement during the firing during the original procedure? No. Why does the surgeon believe the post op leak is associated with the intra-op device issue? Because the surgeon had to go tighter to get away from the oeingka staple line and the staples had given way when the surgeon took the surgeon back to theatre how was the leak discovered? CT - day 1, theatre day 2. What was done to address the leak? Taken back to theatre and staple line stitched can a timeline of events be provided? Patient spent 7-8 days in hospital recovering what is the patient¿s current status? Patient well and recovered and discharged.